Event description:
Ceftriaxone 20 ml bd syringe connected to new mini tubing then connected to patient's normal saline medication line. Ceftriaxone infused for about 30 seconds when rn realized medication was infusing on bed. On inspection rn realized mini tubing was sliced almost in half approximately 1 inch from the distal end that connects into the patient's line. New dose of ceftriaxone and mini tubing hung. No adverse effect to patient.